Event description:
The patient reported pain at implant sites after diagnostic test. The pt contacted her hcp and the pt was directed to take oral pain medication. The pt stated the symptoms became worse and extremely painful. Additional info was requested by medtronic from the health care professional regarding the reported event. The hcp requested the pt to come into the office, however, the pt denied the request stating she was unable to walk. Later, the hcp called the pt again but was unable to reach her. The hcp indicated the event was due more to the procedure.

Manufacturer narrative:
.